Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via submitted log files. Data from the reported event date (B)(6) 2026 was reviewed for the submitted log files extracted from the initial controller, (B)(6). The pump maintained a speed within the expected range throughout the reported event date when the driveline was connected. The controller event log file revealed a backup battery fault activate at 6:31:16. The alarm was associated with the backup battery not passing the load test. The loaded and unloaded voltages of the backup battery at this time were 11.382 volts and 12.242 volts respectively. The loaded voltage was at least 0.8 volts below the unloaded voltage at this time, ultimately triggering the backup battery fault alarm. The alarm remained active until the driveline was disconnected at 6:44:45 consistent with the reported controller exchange. There were no other notable alarms active throughout the reported event date. Follow up log files were submitted for review extracted from the new controller, (B)(6). The backup battery alarms were not observed in the new set of log files. The heartmate 3 system controller (B)(6) was not returned for analysis. The root cause of the backup battery fault alarm was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery (ebb) fault and performed a system controller exchange. Log files were sent for review from both controllers. The log file began capturing ebb faults on 20feb2026 due to the ebb failing the load-test. The log file from the new controller contained 18 lines of current data and showed that the ebb fault alarm did not return.